Event description:
The customer reported that "there are some black zone on the (B)(4) screen while power on, other function works well". No report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.